Event description:
This rv lead was implanted on (B)(6) 2002. A call to technical services on 10/20/2011 states that they are seeing noise on rv and shock channel. Dr. Kessler has questions on what this could be. Discussed to get noise on both could be emi, myopotential probably not a lead issue since there is a separate rate/sense lead down in hte rv. Md sent a picture of the strip and the noise looks mechanical in nature and not emi or myopotential. Discussed with md about the possibility of the two leads in the rv hitting each other causing the occasional noise. Md agreed and will get a chest x-ray to verify. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)